Event description:
It was reported that patient presented in clinic for follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature discharge of battery. The pacemaker was explanted and replaced with new device. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Device image analysis indicated the device was programmed to high field settings. Electrical analysis performed in nominal settings did not find any anomaly; battery voltage is still above eri level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.